Event description:
Caller states patient tested 420 mg/dl, 191 mg/dl, and 214 mg/dl within 10 minutes on the inform system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.